Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic with an atrial lead that exhibited noise over-sensing, inappropriate mode switch, and low pacing impedance due to suspected insulation damage. No interventions were recommended or made. The patient was in stable condition.

Event description:
Additional information received notes recurring oversensing noise issue on the atrial lead. The physician elected to explant and replace the atrial lead. The patient condition was stable.

Manufacturer narrative:
Correction: d6b - date of explant updated to 12 sep 2023, it was previously not reported.